Event description:
A cgm error was reported by the caller, identified as error 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, which involved guiding them through a pump reset. After the reset, the issue was resolved, and the sensor session was successfully started.